Manufacturer narrative:
The serial number of the customer's coaguchek inrange meter is (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek inrange meter compared to a stago laboratory method. On (B)(6) 2024: the meter result was 4.6 inr. The laboratory result was 3.36 inr. On (B)(6) 2024: the meter result was 2.4 inr. The laboratory result was 1.8 inr. The time interval between the tests is <3 hours. The therapeutic range is 2.5 -3.5 inr.

Manufacturer narrative:
The investigation did not identify a product problem.